Event description:
It was reported that the motor device was not working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter device would not lock in the device. Therefore, the reported condition was confirmed. The device was disassembled and it was observed that there was debris and the locking components were damaged. The assignable root cause was determined to be due to due to improper cleaning which was failure to follow instructions for use. This was further defined as misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.